Event description:
A report was received that during a lead revision due to lead migration the physician repositioned the pocket as the patient complained that the ipg was too close to the skin. The patient was reportedly doing well.